Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz2866 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the introducer failed to break away while inserting a PICC line. It was removed with forcep-assisted and PICC was placed successfully.